Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing disconnected. There was no report of patient impact. The following information was provided by the initial reporter: cardinal health canada has received the following product complaint from our customer regarding a product purchased from your company. Please provide us with a written acknowledgment to this report advising us of your complaint reference number within 10 business days. * please provide your investigation results and corrective actions within 90 days of this notice* to ensure compliance with our medical device regulations which are governed by health canadaâ¿¿s food and drug act. The following are all the available complaint details now: phone: n/a correspondence language: english cat# of product being complained: al2420-0007 description of product: gem v/nv 20d 1cv 2ss dehp-free 20ea/ca lot or s/n: (B)(6) complaint category: fail to function / defective reportable: no. Incident date: (B)(6) 2023, hospital complaint reference #: (B)(4) details of complaint (reported issue): concern description: tubing disconnected just below the safety clamp complaint noticed: during / after use problem frequency: 1st time customer exposure: patient injury: no, has health canada been informed? Unknown , qty affected: 1 ea , samples available? Yes, is customer requesting an rga?: no , return qty: tubing disconnected just below the safety clamp. Qty affected: 1 ea. Samples available? Yes.

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 2420-0007 lot number 23035209 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing disconnected. There was no report of patient impact. The following information was provided by the initial reporter: cardinal health canada has received the following product complaint from our customer regarding a product purchased from your company. Please provide us with a written acknowledgment to this report advising us of your complaint reference number within 10 business days. * please provide your investigation results and corrective actions within 90 days of this notice* to ensure compliance with our medical device regulations which are governed by health canadaâ¿¿s food and drug act. The following are all the available complaint details now: phone: n/a correspondence language: english cat# of product being complained: al2420-0007 description of product: gem v/nv 20d 1cv 2ss dehp-free 20ea/ca lot or s/n: (B)(6) complaint category: fail to function / defective reportable: no incident date: (B)(6) 2023 hospital complaint reference #: (B)(4) details of complaint (reported issue): concern description: tubing disconnected just below the safety clamp complaint noticed: during / after use problem frequency: 1st time customer exposure: patient injury: no has health canada been informed? Unknown qty affected: 1 ea samples available? Yes is customer requesting an rga?: no tubing disconnected just below the safety clamp. Qty affected: 1 ea samples available? Yes